Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the caiman device. It was reported that the instrument was being used to disect/resect the patient's liver. It was then noted that the device was no longer working as well as it had in the beginning. Caiman generator also started displaying "error" messages repeatedly. Surgeon requested another caiman device as a replacement. This incident did cause delay in surgery of approximately 30 minutes. Additional information was not provided nor available. The malfunction is filed under aag (B)(4).

Manufacturer narrative:
Investigation used test- and analysis- equipment: · aesculap rf- generator "gn 200", snr. 1510 · digital-camera "panasonic dmc tz8" · fluke 178 trms multimeter (ID 1838) · measuring module box. In the first step we made a visual inspection of the jaw, especially the insulation tongues (dissection- clip, the insulation between upper and lower electrode). The 12mm caiman instruments are equipped with two pairs of electrodes, the generator works with two channels (left and right channel). So there are two insulation tongues, one for the left pair of electrodes and one for the right pair. The tongue for the right pair is in a proper condition but the tongue of the left pair is burned down and heavily soiled. With a burned down electrode a sufficient insulation between the electrodes during the sealing process (jaw closed) is not given, the generator notices "regrasp short". During a test with the complained instrument attached to our generator, we confirm this assumption. Batch history review because the problem is not product related, a batch history review is not necessary. There are no further complaints with this lot at hand. Conclusion and root cause the root cause for the problem is most probably usage related. Rationale burned down insulations are usually caused by insufficient / wrong cleaning of the jaws / electrodes during surgery. A material defect or a manufacturing error can be excluded. The current failure rate is within the risk analysis and therefore acceptable.